Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the orange foreign material was unable to be identified. The root cause of the foreign material clogged in the nozzle was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using an evis exera iii colonovideoscope, there was an air pressure issue found during reprocessing for the intended procedure . There was no patient harm associated with the event. The device was returned and evaluated, and foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed due to damage on the nozzle. In addition to foreign material found in the nozzle, the additional evaluation findings are as follows: the bending angle in the up direction did not meet the standard value and the light guide lens had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.